Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-08758; related manufacturer report number: 2017865-2021-08759; related manufacturer report number: 2017865-2021-08761. It was reported that the patient experienced a bacteremia infection. It was suspected there was possible implantable cardiac defibrillator related endocarditis. The system was removed. The patient was in stable condition.